Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. No irregularities were observed at the helix or lead tip that could have contribute to dislodgement.

Event description:
Boston scientific received information that during an implant procedure, the helix of this right atrial (ra) lead was observed to have extension and retraction difficulties causing it to dislodge during positioning. The physician tried to find a different location for the ra lead but the patient's torturous anatomy made it difficult to place. The ra lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.